Manufacturer narrative:
(B)(4). On (B)(4) 2011, product surveillance contacted the registered nurse (rn). The rn stated they spoke to the home patient (hp) regarding the system error 2240 alarm. The rn stated the problem was not with the hp, but with the machine. The rn stated they had the machine swapped for that alarm. The rn stated the hp has had no injury or medical intervention from this event.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed. The root cause of the complaint was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during initial drain. The technical service representative (tsr) explained the alarm to the home patient (hp) and advised to start over with new supplies. The tsr advised the hp to start over again using new supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.